Event description:
Site reported that the cryogen sprays continuously once the ICD can was inserted and then requested a replacement ICD solenoid. On (B)(6) 2024, it was reported that the patient expierenced a burn on the leg during a treatment using clarity ii. On (B)(6) 2024, the site notified cynosure clinical team that a patient has scarring. The site failed to provide any additional information regurding the inceident despite clinical's multuple requests for paitent/treatment details. During an onsite device evaluation, cynosure field service engineer (fse) replaced the handpiece adterh the ICD solenoid was confirmed to be faulty/damaged. Root cause as to why the patient substained a burn/scarring is unknond since there is insufficient information at this time. Burns are an expected side effect from such treatment, however, since scarring occured post treatment, this is considereed a permanent injury and therefore reportable.